Event description:
It was reported that the patient experienced unspecified issues with an unknown male sling. The sling remains implanted and a new artificial urinary sphincter (aus) cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced unspecified issues with an unknown male sling. The sling remains implanted and a new artificial urinary sphincter (aus) cuff, pump, and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the patient experienced recurring incontinence with an advance male sling.